Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. . No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 44.5cm was returned for analysis. External insulation abrasion was noted at 40.8-41.2cm from the connector pin, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location. Reliability laboratory technician (B)(6).

Event description:
This report is to advise of an event observed during analysis.